Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a rep indicated the cause of the stimulation turning off was not determined. They had not gone anywhere outside of the places they normally go or done anything unusual prior to the event. The patient's mother checked the system with the patient programmer (because it had been implanted recently and they were in the habit of checking it) and when it connected with the ins they saw on the patient programmer display that stimulation was off. They did not expect it to be off and did not know when or why it had turned off.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's therapy turned off on its own. They were "trying to do something" and the therapy turned off. They were able to turn the stimulation back on. It was noted the patient's family member did not think this was user error (a use error). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.